Event description:
It was reported that the patient presented to the emergency department due to their cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) therapy and one 41j (joule) shock to convert an arrhythmia. Therapy was noted to be potentially inappropriate for atrial fibrillation with rapid ventricular response (af w/rvr). The atp episode accelerated the rhythm into ventricular tachycardia (vt) that deteriorated into ventricular fibrillation (vf). The device delivered one shock to successfully convert the arrhythmia. Technical services (ts) was consulted and provided troubleshooting and the patient's current health care professional (hcp) information. The device remains in service. No additional adverse patient effects were reported.